Event description:
Reported by pt as port leak.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 21/jun/06. The product associated with this report has not yet been explanted so it has not been returned. Based upon the implant data provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis after it is explanted. Visual exam may confirm or determine another connector type associated with this report. Further info from the reporter regardng serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this well cause leakage and deflation of the inflatable section."